Manufacturer narrative:
Isi has received the device involved with the complaint and completed the device evaluation. Investigation revealed one pitch cable was broken at the distal clevis hub. The piece broken off was returned with the instrument and measured approximately .456. Other cables were not damaged. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken pitch cable found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, broken wires were identified on the small grasping retractor instrument. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient. The planned surgical procedure was completed.